Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that about a year ago they met with manufacturer representative (rep) for reprogramming because the therapy wasn't working. Caller stated that the representative looked at the xray and told them the leads were supposed to be in the vertebrae, but they were not even near it. Caller said the leads were side by side like a backwards question mark and they think they are laying on a nerve that was giving them the problem in the first place. Caller noted that the device has turned them into a hunchback and they can't look up anymore and look down constantly at the ground when they walk. Caller mentioned that they are in a lot of pain and the device did nothing for them and when it was on it made them even worse and now they had major problems because of it; their posture is a ll screwed up, their neck was all messed up, and they couldn't hold their head up anymore. Caller stated they weren't sure if they want to try and change doctors or have the same doctor remove the stimulator. Agent reviewed with patient that their issue will need to be addressed further by a healthcare provider.

Manufacturer narrative:
Continuation of d10: product ID 977a290, serial# (B)(6), implanted: (B)(6) 2022, product type: lead; product ID 977a290, serial# (B)(6), implanted: (B)(6) 2022, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(6), ubd: 30-nov-2024, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(6), ubd: 14-jun-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a290 serial# (B)(6) implanted: (B)(6)2022 product type lead product ID 977a290 serial# (B)(6) implanted: (B)(6)2022 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the stimulator never worked properly and eventually the manufacturer representative (rep) looked at the x-ray and said the leads were off to the side doing nothing and not between the vertebrae. Patient stated the doctor said they couldn't get the leads between their discs because of the metal in their neck and patient said this had now caused them to be a hunchback. Caller stated they thought the implant did permanent damage to the patient and mentioned they couldn't hold their head up anymore and they were deteriorating. Caller and patient stated they need the implant taken out. Agent asked if they were looking for physician listings, caller and patient requested listings be emailed to them so they could see if another doctor could help them take over patient's pain management and help with the implant.